Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a broken wire in the interconnect cable connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no boot/power up to the table on the 2800 system. There was no report of pt injury.